Event description:
Doctor reports patient status post left abg modular hip replacement done(B)(6) 2010 is now in need of a revision due to pain and elevated cobalt levels. The stem was carefully removed using osteotomes and a burr. Doctor began broaching for a short citation stem. He noticed a calcar fracture and decided to use the restoration modular system. The canal was prepared for a 155x14mm stem the proximal body was reamed for a 19+10mm a trial was performed with a +4mm 32 head with good leg length and stability. 2 cables were then placed around the fracture 1above the lesser trochanter and 1 below the lesser trochanter. The surgical site was closed.

Manufacturer narrative:
An event regarding altr involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Update: as per the revision operative report, the patient had elevated cobalt and a (B)(6) scan.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.